Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and the main circuit board had a leaky super capacitor. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral top case was returned to resmed for an investigation. Performance testing confirmed the reported unresponsive touchscreen. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported unresponsive touchscreen was due to hardware specification limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and the main circuit board had a leaky super capacitor. There was no patient harm or a serious injury reported as a result of this incident.